Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Manufacturer narrative:
(B)(4) units were received for evaluation. Upon visual inspection, no damages nor other workmanship defects were detected. During functional testing the units were tested for a leak by introducing water in the product. A leak was observed at the drip chamber and the complaint has been confirmed. The root cause was the lack of a robust and repeatable adhesive dispensing method. A formal investigation was opened for this issue in (B)(6) 2017; an internal CAPA was issued. To improve consistency and meet requirements, an automated solvent dispenser was added and the manual process was discontinued. No lot number was provided; therefore, device history record review could not be performed.